Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that lec 41622 was recurring. The reported error code typically indicates an issue with the downstream occlusion seal or potentially a faulty motor or pwa (printed wiring assembly). The event happened during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/6/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the lec 41622 was reoccurring.¿ was confirmed. The motor was damaged, it was hard to turn, and due to this the motor was replaced with a new one. Additionally, during visual inspection, the lens was found to be scratched, the battery compartment broken and contact had corrosion, battery door was broken. All observed damaged components were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.